Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 1 tube exhibited closure separation where the shield was removed by their automated instrument with the stopper remaining in the tube. The stopper appeared to be deformed. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The images show a tube exhibiting closure separation due to a defective stopper. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure modes: closure separation and defective stopper molding. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, 1 tube exhibited closure separation where the shield was removed by their automated instrument with the stopper remaining in the tube. The stopper appeared to be deformed. There was no health impact or consequences reported.